Event description:
The valve was implanted in 1999 and revised in 2000. Activities of daily living of the pt was not improved and the ventricle did not shrink after having been implanted almost two months. The dr noticed potential dysfunction of the valve on 12/22/1999. He attempted to pump the valve, but the ventricle did not show any reduction in size.